Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was unable to be downloaded. Visual inspection was conducted and there was no damage or crack found. The reported "error code 46876" was found on the display during power up. Further investigation of the pump determined that a faulty microprocessor board caused the issue. The microprocessor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46876. There were no reported adverse events.